Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that every other clip did not close completely. Used a second er320 to complete the case. The pt has hepatitis c. There was no consequence to pt.